Manufacturer narrative:
Manufacturing review:a complaint lot history review was carried out for lot number. The lot met all release criteria. This is the first reported complaint for this lot number; therefore a the device history records were not required to be reviewed. Investigation summary: the investigation is unconfirmed for the reported device incompatibility issue. The device was successfully advanced through an a new 6fr 10cm terumo radifocus introducer ii sheath during evaluation. The 6fr introducer sheath was not returned. The root cause could not be determined based upon the available information received from the field communications or the returned sample. The event description states that the lifestream intended use was mesentery stenting via left brachial access. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. It is unknown if there were other procedural or handling techniques that contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: covered stent dislodgement from balloon during tracking procedure or covered stent misplacement during placement procedure. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent. Advance the endovascular system over the guidewire into the introducer sheath. The IFU for the lifestream product was also reviewed for information relevant to the reported event: the event description states that the lifestream intended use was mesentery stenting via left brachial access; this is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries.

Event description:
It was reported that during mesentery stenting via left brachial access, the balloon expandable vascular covered stent allegedly failed to advance through the 6fr introducer sheath. The procedure was rescheduled. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 10/2020).

Event description:
It was reported that during mesentery stenting via left brachial access, the balloon expandable vascular covered stent allegedly failed to advance through the 6fr introducer sheath. The procedure was rescheduled. There was no reported patient injury.